Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the second firing on the stomach with a green cartridge using gore seam guard, the device would not fire. The device was not being fired near an existing staple or clip. There was no difficulty in opening or closing the device. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Damaged release button the analysis found that one ple60a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. No further functional test could be performed due to the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.